Event description:
It was reported that episodes of post-paced t-wave oversensing due to double counted t-waves were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.